Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A cryoablation procedure was performed in (B)(6). During the left sided ablations, there was moderate st segment elevation seen of the surface ECG. This was observed and resolved without incident within 5 minutes. The lines were checked for air and none was found. The case continued without further ECG changes.